Event description:
Unit was returned to co's facility for repair. Repair tech noticed that the covering around the battery cells and connecting tabs showed signs of heat damage. No injury involved as lifter was not in use.